Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no power after dropping pump on the floor. Customer also indicated that battery cap was unable to be removed. Customer does not recall any significant events leading to the error. Customer's blood glucose was 90 mg/dl at the time of incident. Troubleshooting was done and customer was advised to monitor pump and follow up if any other issues arise.